Event description:
It was reported that one of the haptics of the preloaded monofocal intraocular lens (iol) was bent. There was no patient contact. The event occurred during preparing the device. The issue was not due to use error. The procedure was completed successfully using a back-up lens (same model and diopter). No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.